Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Device interrogation showed that the patient received a shock for svt/atrial tachycardia. The device was reprogrammed and the patient medication was adjusted.